Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694765, implantable tachy lead: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high superior vena cava (svc) impedance and a possible lead fracture. The rv lead was explanted and was replaced. It was also reported that the right atrial (ra) lead exhibited high impedance and a possible lead fracture. Noise was seen on the atrial channel when the patient raised their arm during examination. The ra lead was explanted and was replaced. No patient complications have been reported as a result of this event.